Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported difficulty to position the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while advancing in the heavily tortuous, non-calcified distal right coronary artery (rca), the 4.0 x 38 mm alpine stent delivery system (sds) met resistance with the non-abbott guide support catheter and became dislodged from the balloon onto the shaft. The device and stent were removed with the guide support catheter from the anatomy. A 4.0 x 18 and a 4.0 x 28 mm xience alpine stent were successfully implanted without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.